Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the programmer experienced a problem. During analysis the programmer had three short beeps after powering up and failed the display/touch and right antenna functional tests. It was also indicated that the programmer had internal corrosion throughout. It was also indicated that the programmer's display was off color. The programmer was to be scrapped.

Event description:
It was reported that the programmer was giving a problem detected message. The programmer was returned for service. No patient complications have been reported as a result of this event.